Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed for et tube self-extubation. The lot number for this reported event was not known so a device history records (DHR) review could not be conducted. Based on the information provided, a causation between the reported et tube self-extubation and the reported barrier not sticking as well could not be established. Hollister will continue to monitor this reported issue. Since the lot number was not provided, only the di portion of the UDI is known.

Event description:
It was reported that a patient who was using a hollister anchorfast oral endotracheal tube fastener experienced a self-extubation of the et tube. It was further reported that the anchorfast device was not sticking to the patient's cheeks as well. In addition, they reported that this patient was due to come off the ventilator and there was no harm or injury to the patient as a result of this event.